Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-01964. Additional information received indicates that surgical intervention was undertaken wherein both leads were explanted and replaced. It was confirmed that only one lead had migrated but physician elected to replace both leads. Device replacement addressed the issue. It is unknown which lead was migrated therefore both leads are being reported.